Manufacturer narrative:
Patient age not available from the site. Patient sex not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Resolved at the time of the issue.

Event description:
A medtronic representative reported that during spinal fusion procedure, the acquired imaging spin was half black and half white. The mobile view station (mvs) and image acquisition system (ias) were both rebooted and another imaging spin was performed and the image was half white and had half anatomy. The viewing station and acquisition system were shut down and the representative waited for the viewing station to fully boot before switching to 3d image acquisition which resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.